Event description:
Report received from ansm states: "no aspiration during ultrasound. During vitrectomy stage, they had to change their cassette. This situation caused capsular rupture with vitreous issue. There was no possibility to perform vitrectomy." Though requested the facility has not provided any specific information.

Manufacturer narrative:
The product has been requested for evaluation; however, it is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.